Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump power up properly after battery installation and received with operating currents within specification. No failed battery test alarms noted.the insulin pump has cracked battery tube threads, reservoir tube lip, minor scratched lcd window and shifted end cap sticker.

Event description:
Customer reported, she was at the beach and forgot to remove the insulin pump. She got in the ocean while connected to the device. Now it says failed battery test. Customer's blood glucose is 213 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.